Event description:
Patient was revised to address femoral loosening. Loosening occurred at the cement/implant interface. Competitor's cement was used at the original surgery.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 16-17 years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.